Event description:
Caller tested 2.4 inr and 1.6 inr on the coaguchek xs system. No treatment provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).